Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, underweight, fold creases. A microscopic analysis was performed which identified; a curved striated opening on anterior side assessed as surgical damage, a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening, stress marks assessed as non-penetrating nicks and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. A crease sharp opening assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d6b, d.9, h.3, h.6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
The device has been explanted and replaced.